Manufacturer narrative:
Lot: this is a summary report for lot# 18k034 and an unknown lot. Of the two events, one sample was received at the plant for evaluation. Visual inspection was performed and noted the coil cap was separated from the housing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two small volume infusors had separated pieces. For one device, he administration tube was off before opening the pouch. For the second device, the coil cap came off from the infusor housing. There was no patient involvement for either events. No additional information is available.